Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator service required error code related to the internal battery was observed. There was no reported patient involvement. The manufacturer¿s service technician observed err_perm_fail_int_li_ion, internal li-ion battery permanent failure, in the device's event log. The technician recommended replacing the device's internal battery to address the issue. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is warranted at this time. Additionally, the rear case enclosure and handle were found to be damaged and would need to be replaced. These findings are not related to the reportable malfunction/issue. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is warranted at this time.

Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator service required error code related to the internal battery was observed. There was no reported patient involvement. The manufacturer¿s service technician observed err_perm_fail_int_li_ion, internal li-ion battery permanent failure, in the device's event log. The technician recommended replacing the device's internal battery to address the issue. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is warranted at this time. Additionally, the rear case enclosure and handle were found to be damaged and would need to be replaced. These findings are not related to the reportable malfunction/issue. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is warranted at this time. Report information section, the complete field was incorrectly marked as no. Based on the information that was reported in section b, describe event or problem field and the coding included in section h, the complete field has been corrected to yes.